Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood or drug aspiration of the bd plastipak¿ concentric luer lock syringe, leakage was observed past the stopper causing volumetric inaccuracy in pediatric care and in some cases risk for blood exposure. Found during use. No reports of blood exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Correction: the original brand name remains correct, bd plastipak¿ concentric luer lock syringe. The catalog number has been corrected to 300865, the lot number, expiration and manufacturing dates remain the same as originally reported. UDI has been updated. 510k remains n/a.

Manufacturer narrative:
H.6. Investigation summary: three sealed 50ml ll samples, lot number 1707228 were received by our quality team for investigation. Upon visual inspection of these three samples, no damage or molding defect can be observed in any of them and the stopper is correctly assembled to the plunger in the three samples, therefore leakage cannot be verified. Leak testing was also performed with the three samples received according to procedure and each met specifications. The samples were also disassembled not observing any damage in plunger rod or any of their components that could have caused leakage. A device history record review found no non-conformances associated with this issue during production of this batch. At the assembly station during manufacturing process, mechanical leak testing is performed on every syringe. In the case any fail, it is rejected automatically to scrap. Based on the quality team's investigation, the root cause of this incident cannot be determined. This issue is not related to a manufacturing defect. Based on the low severity and frequency of the defect and acceptable results for retained samples and manufacturing process, it was determined that no CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.